Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn: (B)(4) was disabled by the autopulse multi-chemistry battery charger (mcc)" was confirmed during functional testing. The battery archive could not be downloaded by zoll (B)(4) because they do not have the battery download tool, and therefore, the root cause of the reported failure could not be exclusively determined through this evaluation. The probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components. Upon visual inspection, no physical damage was observed, and the status leds on the battery showed four solid green lights before and after charging attempts. The autopulse li-ion battery failed to charge in a known good autopulse multi-chemistry battery charger, and the status led on the mcc displayed fail "x" (red led) light after the charging attempt; thus, confirming the reported complaint. The status leds on the battery still showed four green solid led lights, which is not expected from a disabled battery. The root cause of the battery malfunction cannot be exclusively determined since the customer refused to return the battery to a zoll service depot, where the archive could be downloaded and reviewed. If the battery is returned later, or if zoll (B)(4) procures the battery download tool, the complaint will be reassessed, and a supplemental report will be submitted.

Event description:
As reported, the fully charged autopulse li-ion battery (sn: (B)(4) failed to power up an autopulse platform. The battery was tested in other autopulse platforms, and the same issue was observed. The autopulse platforms were tested with other li-ion batteries, and the platforms were able to power up and functioned as intended. The battery was placed back into the multi-chemistry battery charger, and the status led on the mcc displayed fail "x" (red led) light after the charging attempt. No patient involvement.